Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), angioedema ("autoimmune disorder angioedema") and autoimmune disorder ("autoimmune disorder angioedema") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: ortho-n ovum from 1988 to 2002. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced alopecia ("hair loss"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), urticaria ("intense hives/ hives"), swelling ("painful swelling"), pruritus ("itching/ intense itching") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced angioedema (seriousness criterion medically significant) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingooophorectomy). Essure (ess205) was removed on (B)(6) 2017. In (B)(6) 2017, the urticaria, swelling, pruritus and weight increased had resolved. At the time of the report, the pelvic pain, angioedema, autoimmune disorder, abdominal pain, dyspareunia, dysmenorrhoea and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, angioedema, autoimmune disorder, dysmenorrhoea, dyspareunia, pelvic pain, pruritus, swelling, urticaria and weight increased to be related to essure (ess205). The reporter commented: in (B)(6) 2016 patient sought treatment for her symptoms from doctor. He recommended that patient undergo a hysterectomy to remove the essure devices and also referred to an allergist. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. In (B)(6) 2017, patient had essure confirmation test, result of test: total bilateral occlusion. Healthcare provider result: on (B)(6) 2017 essure was in place, but she was having allergic reaction to them. Current weight as of (B)(6) 2018: (B)(6). (B)(6). Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure removal date updated from (B)(6) 2016 to (B)(6) 2017. Events hives, intense itching, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were clubbed with previously reported events. Outcome of events weight increased, pruritus, swelling, urticaria was updated to resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), angioedema ("autoimmune disorder angioedema") and autoimmune disorder ("autoimmune disorder angioedema") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dehydration and bronchitis. *current weight: 225 lbs. Previously administered products included for birth control: ortho-n ovum from 1988 to 2002. Concomitant products included estradiol. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced alopecia ("hair loss"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), urticaria ("intense hives/ hives"), swelling ("painful swelling") and pruritus ("itching/ intense itching") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced angioedema (seriousness criterion medically significant) and autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced rash ("skin rash"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingooophorectomy). Essure (ess205) was removed on (B)(6) 2017. In (B)(6) 2017, the urticaria, swelling, pruritus and weight increased had resolved. At the time of the report, the pelvic pain, angioedema, autoimmune disorder, abdominal pain, dyspareunia, dysmenorrhoea and alopecia outcome was unknown and the rash had resolved. The reporter considered abdominal pain, alopecia, angioedema, autoimmune disorder, dysmenorrhoea, dyspareunia, pelvic pain, pruritus, rash, swelling, urticaria and weight increased to be related to essure (ess205). The reporter commented: in (B)(6) 2016 patient sought treatment for her symptoms from doctor. He recommended that patient undergo a hysterectomy to remove the essure devices and also referred to an allergist. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Ultrasound scan vagina - in (B)(6) 2017: result: total bilateral occlusion essure was in place, but I was having allergic reaction. Most recent follow-up information incorporated above includes: on 14-nov-2018: pfs received. Reporter's information was added. Updated outcome of event(rash). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), angioedema ("autoimmune disorder angioedema") and autoimmune disorder ("autoimmune disorder angioedema") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dehydration and bronchitis. Previously administered products included for birth control: ortho-n ovum from 1988 to 2002. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced alopecia ("hair loss"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), urticaria ("intense hives/ hives"), swelling ("painful swelling"), pruritus ("itching/ intense itching") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced angioedema (seriousness criterion medically significant) and autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced rash ("skin rash"). The patient was treated with surgery (bilateral salpingooophorectomy). Essure (ess205) was removed on (B)(6) 2017. In (B)(6) 2017, the urticaria, swelling, pruritus and weight increased had resolved. At the time of the report, the pelvic pain, angioedema, autoimmune disorder, abdominal pain, dyspareunia, dysmenorrhoea, alopecia and rash outcome was unknown. The reporter considered abdominal pain, alopecia, angioedema, autoimmune disorder, dysmenorrhoea, dyspareunia, pelvic pain, pruritus, rash, swelling, urticaria and weight increased to be related to essure (ess205). The reporter commented: in (B)(6) 2016 patient sought treatment for her symptoms from doctor. He recommended that patient undergo a hysterectomy to remove the essure devices and also referred to an allergist. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. In (B)(6) 2017, patient had essure confirmation test, result of test: total bilateral occlusion. Healthcare provider result: on (B)(6) 2017 essure was in place, but she was having allergic reaction to them. Current weight as of (B)(6) 2018: 225 lbs. Approximate weight at the time of essure placement: 160 lbs. Most recent follow-up information incorporated above includes: on 31-jul-2018: pfs received. Event added- skin rash. Historical condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.